Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause for the failure was isolated to the u720 component on ECG b had pins 2 and 6 out of tolerance. The root cause of the out of tolerance pins was unable to be positively identified. There was no adverse event that resulted from the damaged belt.